Event description:
It was reported that a spectrum pump had an issue when using a secondary infusion with y-site administration of potassium and heparin. The patient¿s potassium levels did not increase as expected, prompting a review. It was discovered that the heparin bag infused into the line and back flowed due to the lack of a check valve, potentially interfering with the potassium infusion. However, additional information there was no backflow in the bag and after the event, the pump was able to operate properly. It was determined that "this was a misunderstanding and the pump itself did not malfunction but it was assumed to have". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.